Event description:
Information reviewed reported that both the old neurostimulator and new neurostimulator indicated high impedances during intra¿operational testing of the old battery replacement.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v847778, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis of returned lead model 3889-28 lot #v847778 showed no anomalies when tested with a known good screening cable. Normal I mpedances were seen on a clinician programmer unit on all circuits and electrode pair combinations when the distal end of the lead was placed in 0.9% saline and connected to an external neurostimulator (ens).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range impedances were seen during intra-operative testing during replacement of the implantable neurostimulator (ins). It was initially observed that electrodes #1 and 3 were out of range when tested with the new ins. The lead was then tested with the old ins and showed only one out of range configuration. The lead was then replaced and tested with the new ins with the result that all impedances were within range (lowest value = case- electrode #0 1171 ohms; highest value = electrode #1 to 3 3268 ohms). The testing parameters at implant were as follows: electrode #0 response at 1 volt, electrode 1 at 9 volts, electrode 2 at 5 volts and electrode 3 at 5 volts. Initial motor testing showed no response until it was realized that the electrode configuration required much higher amplitude (5 to 9 volt range). It was noted that the first lead had a normal amplitude range of 1 to 2 volts to get a motor response. Follow up information referred to the previous call and noted that the lead had ¿failed impedance¿. No injuries were noted with the event and the patient outcome was reported as recovered without sequelae.